Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device would intermittently not power up. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not verified. The device was put through full functional testing and power cycling without duplicating the report. The device was recertified and returned to the customer with no fault found. No trend is associated with reports of this type.